Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with a solitaire had an expansion of index infarct reported on 24 hour post procedure imaging. The access vessel was the femoral access vessel. No other information was received. Additional information received reported the lesion was in the basilar artery, timi 0. Baseline mrs 0, nihss 29. Discharge mrs 5, nihss 24. No other information on condition collected. Additional information was received that the patient experienced post operative hemorrhage transformation after infarction. There was no treatment or other actions taken. The outcome was not recovered/not resolved. The event was not a recurrent or new stroke. The event did not result from a device defiecncy and was possibly related to the disease under study and not related to an underlying condition or disease. The mrs score was 0 and nihss score was 29. Pre-procedure mtici score was 0 and post-procedure mtici was 3. The site assessed the event as possibly related to the procedure. The rationale for relating the adverse event to the system or procedure was that surgery increases the likelihood of bleeding.